Manufacturer narrative:
Tracking and trending report review for the architect total b-hcg assay determined there is an increase in complaint activity, although no adverse trends for the product issue was identified. Returns not required as the investigation confirmed that the lot is performing acceptable without any issues. Testing of panels which mimic patient samples was completed using a retained sample of the complaint lot 92046ui00. All specifications were met indicating that the lot is performing acceptably. A review of the product quality history for the lot number did not identify any issues associated with lot 92046ui00. Labeling was reviewed and sufficiently addresses the customers issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total b-hcg result of 138.52 miu/ml was reported for a (B)(6) female patient on (B)(6) 2019. The physician questioned the result as the patient had no signs of pregnancy. Urine b-hcg testing was negative. A new blood sample was drawn on (B)(6) 2019 and the architect total b-hcg results were positive at 144.4 and 120.62 miu/ml. Testing using the roche bhcg method was negative. No adverse impact to patient management was reported.